Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was pacing below the programmed lower rate on telemetry. It was noted the ICD switches from ap-vs (atrial pace-ventricular sense) rhythm to sinus for four beats at forty beats-per-minute and back. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.